Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s retainer ring was missing. The customer stated that the reservoir did not locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with pillowing and cracked keypad overlay at select button. Device received with the new style all black retainer still attached to the pump. No damage to the reservoir tube lip or retainer noted. (B)(4).